Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). Analysis: ups damaged product ID: 9735669 analysis: ups damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while trying to update the software on the navigation system, it shut down. The manufacturer representative was able to reboot the system once, but the system powered down again. There were 4-5 different outlets tried but the system would not power on. There was no patient present at the time of the event.